Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Interrogations showed their implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing. No changes were made.